Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with blood glucose measured at 53 mg/dl at the time of the call and 59 mg/dl before call completion. The agent advised that the ilet does not deliver insulin when glucose is low. Symptoms included hypoglycemia. Outcomes included no hospitalization and resolution without further medical intervention requested. Investigation included technical review and user troubleshooting with education. Investigation of this case revealed no device malfunction reported and proper device behavior during low glucose. It was concluded that the event was user-reported hypoglycemia with cause unclear and that the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.